Event description:
It was reported that the huber needle not safely stored. There was no reported patient injury. Additional information 22 november 2023: the breaking of a huber needle during use. The broken one remains in the port.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult safety activation is inconclusive because the sample was returned with the safety activated. One 22 ga x 1.0 in. Safestep infusion set with y-site was returned for evaluation. An initial visual observation revealed use residues throughout the returned infusion set. The needle safety mechanism was engaged upon the return of the device, and the needle was completely enclosed inside the safety mechanism. A functional test of attempting to disengage and reengage the safety mechanism revealed the safety engaged without resistance or issue. A microscopic observation revealed nothing remarkable along the needle shaft or safety mechanism. Because nothing could be found throughout the returned device, but the safety mechanism was engaged upon the return of the device, the complaint of difficulty activating the needle safety mechanism is inconclusive. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the huber needle not safely stored. There was no reported patient injury. Additional information 22 november 2023: the breaking of a huber needle during use. The broken one remains in the port.